Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. The physician performed two transseptal punctures with a brk transseptal needle, a sro introducer. A non-sjm ice catheter was placed in the right atrium and a livewire catheter in the coronary sinus. A reflexion spiral diagnosis catheter and a cool path ablation catheter were advanced into the left atrium to create geometry. Once the geometry was created, the physician then noted that the patient became hypotensive. The ice catheter was moved to the right ventricle, revealing a small effusion in the pericardial space. All catheters were removed and heparin was reversed. No interventions were initiated for the small effusion and the patient was stable. The physician does not allege any performance issues with any sjm device.

Manufacturer narrative:
One brk transseptal needle with no stylet was received for evaluation. Visual inspection revealed no anomalies. The valve moved freely in both directions as intended. Microscopic inspection of the distal sharpened tip revealed no anomalies. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification of the reported pericardial effusion is anticipated procedural complications as this event is a known physiological effect of the procedures as noted in IFU.

Manufacturer narrative:
One brk transseptal needle with no stylet was received for evaluation. Visual inspection revealed no anomalies. The valve moved freely in both directions as intended. Microscopic inspection of the distal sharpened tip revealed no anomalies. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification of the reported pericardial effusion is anticipated procedural complications as this event is a known physiological effect of the procedures as noted in IFU.